Manufacturer narrative:
Correction: the correct returned to manufacturer date is (B)(4) 2013; not (B)(4) 2012 as previously reported. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, device was explanted on (B)(6) 2012, due to migration of the electrode array. The patient was reimplanted with a new device during the same surgery.